Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer left the test strip vial open. Customer will get a new vial of strips. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted into the truemetrix meter. At the time of the call, the customer reported feeling clammy and having blurry vision and low energy. Customer did not need medical attention at the time of the call. Customer was using proper testing technique. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date was undisclosed. Test strips are stored in the original container. Three nights ago customer did leave the vial cap open for the whole night. Customer was advised to purchase new test strips. During the call on (B)(6) 2018, a blood test was not performed by the customer.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: t) internal report#: (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer left the test strip vial open. Customer will get a new vial of strips. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call, unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file. Correction: add an mlurc based on the information provided by customer on the initial call.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted into the truemetrix meter. At the time of the call, the customer reported feeling clammy and having blurry vision and low energy. Customer did not need medical attention at the time of the call. Customer was using proper testing technique. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date was undisclosed. Test strips are stored in the original container. Three nights ago customer did leave the vial cap open for the whole night. Customer was advised to purchase new test strips. During the call on (B)(6) 2018, a blood test was not performed by the customer.